Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that both the right atrial (ra) lead and the right ventricular (rv) lead dislodged. Both leads were repositioned and remains in use. No patient complications have been reported as a result of this event.